Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing, clear passage testing, clamp function testing, and simulated use testing were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a homechoice automated pd set with cassette during setup of peritoneal dialysis therapy. The fluid was leaking out of the door during priming. The patient never connected. There was no patient injury or medical intervention associated with this event. No additional information is available.